Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
MDR is being submitted based on the device malfunction precedence: "delivery system cannot be withdrawn." There was a problem with the device. Not other information received. "As per complaint form": puncture of the femoral artery on a wire placement of a 6 fr introducer. Pre dilatation a pta5 35 80 5 4.0 control and a need to placed a stent on the wire placement of the stent without problem starts to deploy the stent and after 2 cm impossible to continue to deploy the stent and the stent compressed on him self continue to deploy but the stent don't deploy correctly( invagination on him self) doctor think that the wire was blocked in a struck of the stent he takes a .014 wires and placed in the stent without problem and the stent was free from the .035 wire also problem to retrieve the deployment system .the doctor decide to leave the .014 wire in place and cut the .035 and retrieve the system with a piece of wire in the system on the .014 placed a catheter change for a .035 wire make a post dilatation in the stent and deployed correctly no problem with the patient.

Event description:
MDR is being submitted based on the device malfunction precedence: "delivery system cannot be withdrawn". Puncture of the femoral artery on a wire placement of a 6 fr introducer. Pre dilatation a pta5 35 80 5 4.0 control and a need to placed a stent. On the wire placement of the stent without problem starts, to deploy the stent and after 2 cm impossible to continue to deploy the stent and the stent compressed on him self continue to deploy but the stent don't deploy correctly( invagination on him self) doctor think that the wire was blocked in a struck of the stent. He takes a .014 wires and placed in the stent without problem and the stent was free from the .035 wire also problem to retrieve the deployment system .the doctor decide to leave the .014 wire in place and cut the .035 and retrieve the system with a piece of wire in the system. On the .014 placed a catheter change for a .035 wire make a post dilatation in the stent and deployed correctly. No problem with the patient.

Manufacturer narrative:
PMA#: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Problem statement "there was a problem with the device. Not other information received. "As per complaint form": puncture of the femoral artery on a wire placement of a 6 fr introducer. Pre dilatation a pta5 35 80 5 4.0 control and a need to placed a stent on the wire placement of the stent without problem starts to deploy the stent and after 2 cm impossible to continue to deploy the stent and the stent compressed on him self continue to deploy but the stent don't deploy correctly( invagination on him self) doctor think that the wire was blocked in a struck of the stent. He takes a .014 wires and placed in the stent without problem and the stent was free from the .035 wire. Also problem to retrieve the deployment system .the doctor decide to leave the .014 wire in place and cut the .035 and retrieve the system with a piece of wire in the system. On the .014 placed a catheter change for a .035 wire make a post dilatation in the stent and deployed correctly. No problem with the patient". Device evaluation: the zisv6-35-80-6.0-40-ptx device of lot number: c1470885 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. There are two complaints related to this device. This complaint details the investigation for the issue of difficulty withdrawing the complaint device. For details of the second investigation refer to (B)(4). No images were available for evaluation for this occurrence. A 0.035¿ terumo hydrophilic wire guide was used during stent deployment. No damage was noted on the wire guide prior to the procedure and the customer confirmed the device was flushed as per the instructions for use (IFU) and post-dilation was conducted using a 0.014¿ wire guide after deployment. According to the information provided, after encountering resistance in withdrawing the complaint device, the 0.035¿ wire guide was cut and left in the delivery system. The patient¿s lesions were described as calcified and high resistance was encountered as the stent was deployed. The customer confirmed difficulty was encountered during deployment after the first 2 cm of the stent had been deployed. The customer stated there was evidence of stent deformation post deployment. Stent compression was not noticed. The stent was eventually deployed. The target site was confirmed as the proximal part of the superficial femoral artery (sfa). The stent was fully placed before the delivery system and the wire guide were withdrawn. The device related to this occurrence underwent a laboratory evaluation on the 28 june 2018. On evaluation of the returned device, kinks and crinkle damage was noticed on the stability sheath (ss). The red safety trigger had been depressed and the device was returned without the stent. The stent retraction sheath (srs) had separated just distal to the coil/braid junction, 46.0 cm from the strain relief. The overall length was noted as 80.0 cm which was within the specification of 80.0cm +1/-2cm. A portion of the wire guide was removed from the device. The remaining wire guide was found to be 0.032¿ (in diameter) and 67.4 cm in length. A 0.035¿ wire guide was advanced through the device with no resistance. The device was flushed with no issues. The thumbwheel rotated freely. The device handle was opened and the retraction wire was found separated from the srs. Complaint is confirmed as the failure was verified in the laboratory. The device was returned with a fragment of the wire guide stuck in the lumen of the device. Possible root causes for this occurrence could include difficult patient anatomy and/or the use of a hydrophilic wire guide. The calcified patient anatomy may have caused or contributed to the resistance during withdrawal. It is also possible that the wire guide was not adequately activated prior to or during the procedure which could have caused or contributed to resistance during device removal. Resistance during device removal could have caused the damage on the ss/srs which was observed during the lab evaluation of the returned device. It may be noted that during evaluation of the device a 0.035¿ non-hydrophilic wire guide was passed through the device with no resistance. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that the instructions for use. States the following; ¿if hydrophilic wire guides are used, they must be kept fully activated.¿ ¿following stent deployment, if resistance is met during the withdrawal of the delivery system, carefully remove the delivery system and wire guide together as a unit.¿ document review the zisv6-35-80-6.0-40-ptx device of lot number: c1470885 contains zvsp6-t-35-80-6.0-40-is of lot number: ch1447548. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1470885 and ch1447548) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1470885. Summary: complaint is confirmed as the failure was verified in the laboratory. The device was returned with a fragment of the wire guide stuck in the lumen of the device. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: "delivery system cannot be withdrawn". There was a problem with the device. Not other information received. "As per complaint form": puncture of the femoral artery on a wire placement of a 6 fr introducer. Pre dilatation a pta5 35 80 5 4.0 control and a need to placed a stent on the wire placement of the stent without problem starts to deploy the stent and after 2 cm impossible to continue to deploy the stent and the stent compressed on him self continue to deploy but the stent don't deploy correctly( invagination on him self) doctor think that the wire was blocked in a struck of the stent. He takes a .014 wires and placed in the stent without problem and the stent was free from the .035 wire also problem to retrieve the deployment system .the doctor decide to leave the .014 wire in place and cut the .035 and retrieve the system with a piece of wire in the system. On the .014 placed a catheter change for a .035 wire make a post dilatation in the stent and deployed correctly. No problem with the patient